Event description:
During a turp in the or, at the end of the procedure, dr found that the sheath had a broken/burnt tip with the fiberglass core showing. The settings the dr used were 300 cut and 110 coag on a valleylab fx generator. There is no report of pt or practitioner injury.